Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that the patient has a known case of coronary artery disease with diabetes mellitus and was taken for ptca of the mid rca lesion. One xience v 3x 23 mm was deployed at 16 atm in the lesion and good flow was achieved, but after withdrawing the stent delivery system, a flow limiting dissection proximal to the stent was observed, for which another xience v 3 x 15 mm was deployed as treatment. The end result was good timi iii flow. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). Dissection is a known adverse event in the use of the xience v device. Although a conclusive cause for the reported patient effect and the relationship to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Review of the device history record for this lot did not produce any findings relevant to this report.